Manufacturer narrative:
Date received by manufacturer: 07nov2019. Report date: 08nov2019. Failure investigation was completed. The data acquisition printed circuit board (da pcb) was received for evaluation. The da pcb was installed into a test ventilator in an attempt to duplicate the reported issue. The reported issue was not duplicated. Further investigation revealed no failures of the da pcb. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR received date: 18 sep 2019. The manufacturer's field service engineer performed troubleshooting and confirmed the reported issue. The fse confirmed an error code in the units logs relating to the reported issue. The fse replaced the data acquisition (da) board and the da to motor controller (mc) cable. After this repair, the unit was tested and was determined to be fully operational. The unit was then returned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit had failed in use, giving an error of data acquisition printed circuit board assembly (pcba) alternating/direct current (adc) failed. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Manufacturer narrative:
G4: 18may2020. B4: 21may2020. The replaced data acquisition (da) to motor controller (mc) cable was received for failure analysis. The cable was tested and no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11sep2019.

Event description:
The customer reported that the unit had failed in use, giving an error of data acquisition printed circuit board assembly (pcba) alternating/direct current (adc) failed. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.